Manufacturer narrative:
(B)(6). Device evaluation: the system was evaluated by a field service engineer. The field service changed the cold plates; performed alignment verification; check autocorrelation and energy calibration. System meets jnj specifications. A review of the device history record (DHR) showed that there was a non-conformance experienced during manufacturing. However, the system and its components met all specifications prior to being released. Based on incident, product and deficiency evaluation, there is no reason to escalate this issue further. A review of the records related to this equipment that included labeling, manual, trending, and risk documentation reviews for this equipment were performed. Equipment labeling provides possible complications that can be caused by the surgical/treatment procedure being performed. The trend review shows that there is not a recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. There was no product deficiency identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
A horizontal gas breakthrough was experienced in the right eye of patient during the intralase procedure. The intralase procedure was completed, and the surgeon lift the flap with no difficulties and the treatment was completed correctly. No further information has been provided.